Event description:
Patient reported a severe allegic reaction to zyplast which has lasted for months. Follow up information received indicated that patient developed redness, itching and swelling at injection site. They were treated with intralesional steroids, developed an abscess and infection and was prescribed oral antibiotics for treatment.